Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to no fluid in the system. The patient also had a sling placed, so only the reservoir was replaced. A follow up surgery will be scheduled to replace the cylinders.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump. This is a site of leakage. No functional abnormalities were noted with neither cylinder 1 nor cylinder 2. According to the available information this inflatable penile prosthesis was revised due to a lack of fluid in the system. Only the reservoir was replaced, the patient received a sub urethral sling. The cylinders were to be replaced at a later date. Additional information received indicated that the revision surgery to replace the cylinders happened and no fluid was found in the system. A crack was noted in left hand side tubing. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the longer exhaust tubing near the strain relief. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
A reservoir was received for evaluation. A group of striations, indicating contact with unshod instrumentation, was noted on the inlet tube of the reservoir near the strain relief. This is a site of leakage. The information received indicated the device had no fluid, but because no functional abnormalities were noted with the returned components other than instrument damage, the complaint could not be confirmed as reported. Based on examination of the returned product, the inlet tube near the strain relief of the reservoir revealed markings indicating contact with sharp instrumentation across the entire cross-sectional surface. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed damage occurred after the device packaging was opened. It was concluded that the separation may have occurred inadvertently during the implant procedure by sharp instrumentation. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.